Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: air bubble alarm: detailed inquiry description: the following statement is from the customer's email: I just wanted to reach out and let you know I have been having the worst time with this IV blood tubing. It has taken me all day to give 2 units of blood because I have to keep changing the tubing due to "air bubble" when there is no air bubble present. I have changed the pump and tubing 4 times. After talking to some of the girls up here several people have experienced it often. No injury reported.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). No physical samples or photographs of the incident were submitted for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.